Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: device history record (DHR) review is in progress. Device is not available for return and evaluation. The operative report provides information to suggest this device had deteriorated due to calcification of the leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Unfortunately, no additional patient history has been made available. Without return of the device for evaluation and the additional patient history, we are unable to investigate into the root cause for explant of this device.

Event description:
Edwards learned of a 23mm aortic valve explanted after 8 years 3 months due to severe aortic insufficiency. Device was replaced with a 3300tfx 25mm valve. Per medical reports, patient presented with aortic insufficiency and aortic stenosis. "The valve just had deterioration of the leaflets and part of one of the leaflets because of the calcifications was torn."